Event description:
It was reported that the procedure was to treat a 90% stenosis in the proximal to mid left anterior descending artery which was mildly tortuous and heavily calcified. The 3.0 x 18 mm xience xpedition stent delivery system (sds) was advanced, but while attempting to cross the lesion, the stent implant became stuck. Slight force was required to remove the sds, but it was removed successfully with the stent intact. A rotablator was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.